Event description:
It was reported the subject device was reprocessed using the filter beyond its expiration date and used at patient. There were no reports of patient involvement. This event was reported during service / maintenance (not in a clinical setting).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was not returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the reportable event was likely due to the user understanding differing from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use which state: oer-6 instruction manual operation chapter 7: monthly or weekly tasks, or tasks to be performed as necessary an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.